Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The co2 bypass was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a malfunction during pre-use checkout causing a leak greater than 4.5 lpm. There was no report of patient involvement.